Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient was taken to the doctors and diagnosed with erythema the patient was prescribed sulfamethoxazole - trimethoprim. They were directed to take1 tablet by mouth every 10 hours. 800-160 mg and to take it for 10 days. They were also provided with cyanocobalamin (1000mcg). The pod was discarded.